Event description:
The customer reported the pr readings were inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masmimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the pr readings were inaccurate. No consequences or impact to patient were reported.